Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been waking up for the past month with a low blood glucose (bg) level (60 mg/dl). The customer would consume carbohydrates to stabilize bg levels. The customer believes the low bg's were due to basal rate needing adjustments for the mornings. It was indicated that the customer would consult with health care provider.